Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer loaded the cartridge with cold insulin. Tandem technical support educated customer on cartridge and insulin labeling. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose was 254mg/dl.